Event description:
The customer reported the blower was not working. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 27sep2019. Date of report: 30sep2019. The customer's biomed confirmed the reported blower issue. The customer's biomed reported that replacing the power control board resolved the problem. All the numbers looked good in the diagnostics screen, and the blower worked as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported the blower was not working. There was no patient involvement.